Event description:
Pir / free-flow incident / patient fine but had to use an antidote / put sedative (propofol) on hold / noticed bp dropped / pump free-flowing / isolated pump device and set / incident happened on (B)(6) 2010 at 2:30 pm central / incident happened in surgical intensive care dept.

Manufacturer narrative:
To date, the device has not been returned for evaluation. Attempts will continue to gain more information. A review of the device's history shows that he device has not been inspected by the manufacturer in more than 6 years. A follow-up report will be initiated if further information is obtained.